Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint "the vessel sealer would not articulate appropriately to give a proper seal." The vse instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. Energy was delivered without any issues and the instrument passed the cut test. The knife slot measured at 0.027 and the jaw gap verification passed at 0.004. The grip force test was performed and passed on all orientations. No errors occurred during in-house testing. A review of the logs showed no failures. There was no problem detected. A review of the instrument log for the product associated with this event shows that the vse instrument was last used on 21-apr-2022 on system sk0656. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vse may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the vessel sealer extend (vse) instrument failed to articulate and was "uncontrollable." The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument would not articulate appropriately to give a proper seal. The instrument was inspected prior to use and there were no issues observed. The reporter was uncertain if this was the first sealing attempt of the procedure. The target tissue was mostly bowel tissue. Additionally, the reporter was unsure if the system provided the expected audible tones during the seal cycle and upon completion, indicating that the seal was complete.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.